Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported that unknown style 410ff breast implant device "ultrasound showed they are broken." On right side. The device remains implanted.